Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope had poor water supply. The reported issue occurred during preparation of use for an unknown diagnostic procedure. The procedure was subsequently completed with a similar device with a five-minute delay. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that there was poor water supply due to foreign objects clogging the nozzle. Due to this clog, the draining function was reduced, and the air and water supply was insufficient. This finding was due to insufficient cleaning of the scope or handling problem. Upon further inspection, it was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, the play of the up and down knob was out of the standard value due to wear of the angle wire. It was also observed that the adhesive on the bending section cover had a chip due to chemical and physical stress. It was observed that the image guide protector had a chip due to handling. It was also observed that the adhesive around the objective lens was peeled. It was observed that the connecting tube had a dent and had discoloration due to a handling issue. Discoloration was also observed on the control unit due to handling. It was observed that the connecting tube and universal cord had a wrinkle due to handling. It was also observed that the scope cover plate was detached due to physical stress caused by handling. It was observed that switch 4 had wear due to handling. It was also observed that the paint on the suction cylinder was peeled due to deterioration caused by handling. It was observed that the suction cylinder was also shaved by a cleaning brush due to a handling issue. Lastly, scratches were observed on the following unit components due to external factors: plastic distal end cover, objective lens, scope connector cover, scope connector, protector of the universal cord on the scope connector side, protector of the universal cord on the control section side, universal cord, grip, scope cover, switch box, lock engagement lever, lock engagement knob, up and down knob, right and left knob and on the control unit. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. During the precleaning process, the customer supplies detergent, air, and water through the nozzle. The customer confirmed that the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no deformation of the air/water nozzle and there were no obvious deviations in reprocessing. The inspection method for the event is described as follows in the instructions for use "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". [Inspection of the entire endoscope] 8. Visually check that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] ¿when using the air/water button 1. Cover the air/water button hole with your finger. 2. Push the button while covering the hole. Ensure that water flows across the endoscopic image. " olympus will continue to monitor field performance for this device.